Event description:
During review of the data log, found that error 51 occurred two times. One pump was received for evaluation. The error did not recur during evaluation. The speaker and battery passed all tests.